Manufacturer narrative:
H.6. Investigation summary: customer returned (1) open 5mm, 31g pen needles without the inner shield from lot # 8015916. Customer states that the needles were clogged. The returned pen needle was examined and exhibited a broken non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root causes: - user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that during use of the bd¿ pen needle there were 27 clogged needles. This occurred on 27 separate occasions but the date/time is unknown. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: customer contacted to make a complaint of the bd ultra-fine 5mm needles (lot 8015916 fab 2018/02 val 2023/01), informs that it uses the needles for application of insulin in the last lot acquired when performing the needle-perceived flow test are clogged (27 clogged needles) making it impossible to use it. It reuses the needles twice but mentioned that even on first use they are already clogged.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ pen needle there were 27 clogged needles. This occurred on 27 separate occasions but the date/time is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: customer contacted to make a complaint of the bd ultra-fine 5mm needles (lot 8015916 fab 2018/02 val 2023/01), informs that it uses the needles for application of insulin in the last lot acquired when performing the needle-perceived flow test are clogged (27 clogged needles) making it impossible to use it. It reuses the needles twice but mentioned that even on first use they are already clogged.